Event description:
A customer obtained biased glu results on one patient sample and biased glu, tp, tbil and bun results on another patient sample. Troubleshooting determined that this event is consistent with a malfunction that could have caused false patient results to be reported. There was no report of patient harm as a result of this event.